Event description:
Distal cut with robot unable to complete distal cut had to switch manual. Joint angles inconsistent error.there was shaking and the arm would get stuck. Tka case. Surgical delay of 10 minutes. Surgery was finished manually.

Manufacturer narrative:
Reported event: an event regarding arm vibration on the 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 555 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2015 to present for similar reported events regarding arm shaking on the distal cut. There were no other reported events related to this failure. Conclusion: per (B)(4): I could not duplicate reported arm shaking. Confirmed j5 yellow warning during angle discrepancy of presurgery. Grinding noise was audible. Confirmed j5 cabling problem. Corrected cabling and tensioned. Completed successful presurgery

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Distal cut with robot unable to complete distal cut had to switch manual. Joint angles inconsistent error. There was shaking and the arm would get stuck. Tka case. Surgical delay of 10 minutes. Surgery was finished manually.